Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: e-mail dated 11.may 2016 states that the adverse event occurred due to a malposition of the screw during the surgery. It has been discovered at the 3 month fu visit and the screws have been removed on (B)(6) 2016. Anticoagulants and analgesics administered as normal medication while hospitalization. E-mail dated 13.may 2016 states the involved surgeon, after sintering of the humeral head two proximal screws remained as to long. Removal of the screws to re-obtain the rom. No concomitant of the plate ¿ only the screws were malpositioned. No delay of the surgery was reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s age and birthdate were not available for reporting. Patient¿s year of birth is 1931. This report is for two unknown screws. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that a (B)(6) clinical study patient was examined during a three month follow-up and two screws were noted to be malpositioned. The two malpositioned screws were removed. Patient recovery is in progress. The (B)(6) construct without augmentation was initially implanted on (B)(6) 2015. This report is for two unknown screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a philos without augmentation procedure on (B)(6) 2015 to implant a five hold philos plate and twelve screws. During a follow up visit on (B)(6) 2016 it was noted that two screws had been malpositioned during the initial surgery; it was noted there was no perforation and no problems in the soft tissue. It was noted that after sintering of the humeral head two proximal screws seemed to be too long. It was decided to remove these screws to re-obtain range of motion for the patient. Two locking screws were removed during a procedure on (B)(6) 2016; this procedure was completed successfully. While in the hospital the patient received normal medication including anticoagulants and analgesics.